Manufacturer narrative:
Patient identifier: animal. Ethnicity: patient is an animal. Race: patient is an animal. Date of event: within the last 2 months. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cvt/vet tech manager. The unused same lot sample has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. We have received twenty-five (25) complaints covering fy20 to fy22 (november 29, 2022), from the same issue where the cause was not identified as related to our product or production process. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As informed through the details of the complaint, the involved device was inserted and in place on the patient for up to six (6) hours without any reported issues until the time it was removed which indicates that the device performed properly. It is also most likely that the damage occurred during, or just prior to the removal process. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or a detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation of the tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube.we also have 2 stages of visual inspection which cover the overall condition of the product. Defects that might cause catheter breakage are detected during these processes. (B)(4).

Event description:
The user facility reported that they had a catheter break, post-surgical procedure, placement time. There was no leakage noted during use, and the catheter was able to be retrieved with forceps with no harm to animal patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the unused samples return date in device available for evaluation, to update device evaluated by manufacturer, and to provide the completed investigation results. The actual sample was not available. Instead, four (4) pieces of unused same-lot samples were received. The condition of the catheter tube was checked and no related defects were found. Further sample evaluation was not conducted since the condition of the retention samples and the received same lot samples are considered the same. We have confirmed the returned same lot sample and there are no related defects on the catheter tube that could lead to catheter breakage.